Manufacturer narrative:
No lot code was reported. Silicone oil is indicated for use as a prolonged retinal tamponade. This product is not indicated to be injected in the face. Root cause: off-label use of the product. Based on the nature of the complaint condition. No further action is warranted. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic silicone oil was injected into her face which has resulted in brown discolorations and lumps on her face with some permanent scarring. Additional event details have been requested, but were declined to be provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).